Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 286 mg/dl. The customer treated with injection. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery was recurring. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did not exit. The customer stated that the pump did alarm no delivery. The customer was advised to replace the infusion set and reservoir.